Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure the intellamap orion catheter could not be deployed since it was kinked, this catheter was also difficult to withdraw from the patient. As a result, this catheter was replaced and the procedure was successfully completed without any patient complications.